Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged from the delivery balloon. The index procedure identified a lesion located in the ostial portion of a saphenous vein graft (svg) of the mid left anterior descending (lad) artery. The 28mm lesion was 80% in-stent restenotic with thrombus present. The vessel was 3.50mm in diameter and moderately tortuous. The lesion was pre-dilated with a 3.00 x 15mm beta braun sequent balloon. The physician advanced a taxus liberte 3.50 x 28mm stent to the lesion. The stent was inflated to 8atms, however was failed to be implanted. Per the physician, the stent slipped from the ostial stenosis and ascended to the aorta. The stent was removed from the patient's body using a "goose neck" instrument. The procedure was completed by deploying a taxus liberte 3.50 x 32mm stent at 12atms. The lesion was post dilated with the stent delivery balloon at 18atms. The results were "good" with 0% residual stenosis and timi-3 flow. The patient was discharged 3 days later on aspirin and clopidogrel. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.